Event description:
It was reported, the camera head was not holding the scopes in place properly as the staff could see movement on the image on the screen. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit. Foggy image occurs. Noise in the image. The image has white dots. Water leak in head unit. Water leak in coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is misalignment of coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.